Manufacturer narrative:
.

Event description:
It was reported the patient is deceased. It was also reported the sensing measurements prior to implant were within normal range. When the lead was screwed into the tissue of the right ventricular (rv) apex the sensing measurements were found to be low. At this point the patient felt uncomfortable, the patient's blood pressure was low and bradycardia was observed. The lead was then screwed into another location while resuscitation actions took place. The right ventricular (rv) lead was connected to the device and the procedure was stopped. The patient was stabilized. Following, the patient developed an irregular heart rhythm and became hemodynamically unstable. Resuscitation measures were taken again, pacing was maintained and the patient expired. It was determined there was tamponade as a result of perforation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.